Event description:
The customer obtained results 315mg/dl and 73mg/dl within 10 minutes on the accu-chek compact plus system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.